Event description:
It was reported that the pump issued an altitude alarm 21. Reportedly, the pump was not outside the labeled altitude operating range. The customer¿s blood glucose level at the time of the event was within the normal range. Initially, technical support instructed the caller to clean the speaker holes and attempt to resume insulin delivery by reconnecting or replacing the cartridge, but these attempts were unsuccessful. The customer was advised to use a new cartridge, but the alarm recurred, indicating the issue was unresolved. Technical support decided to replace both the pump and cartridge. The customer had no backup insulin therapy available at the time and planned to contact a healthcare provider.